Manufacturer narrative:
Please note, MDR 1525712-2013-02073 was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is 1531186.

Event description:
The dealer reported that the compressor motor was making a whirring noise and then stopped working unexpectedly. It is unknown if the compressor alarmed prior to shutting down to alert the user. This issue could cause the user to miss a dose of medication.